Event description:
It was reported that the pt had a thyroidectomy procedure in the morning, and had to be brought back to the operating room, due to bleeding deep in the upper right thyroid artery. The pt did not require any blood products, but they did perform a re-op and placed some sutures to obtain hemostasis. Additional information obtained: the pt's hematocrit value was 43 and had dropped to 32. The pt did not require blood products. The pt was found to be gasping at around 3pm, after the surgery, which ended around 10am. The right upper pole artery did bleed intra-operatively and hemostasis was achieved with suture ligation. The area in question post-operatively was "around the upper pole." It wasn't necessarily the upper pole artery itself. The surgeon advised that he did feel it likely had more to do with technique than the product. The thyroid gland was very large. Around the size of a softball. The incision size was about the size of the diameter of the gland. He had divided the strap muscles as much as he felt he needed to. All around, this was a challenging case. Not sure if the device is to blame.

Manufacturer narrative:
Date sent: 05/19/2009. Information not available, device not returned for analysis.